Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose level was elevated to 250 mg/dl. He thinks his infusion device delivers too low an amount of insulin. He also reported that the display is unclear and he can't read the values displayed. He changed the battery in the device, but the display was still unclear. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.